Event description:
Initial report for a patient total bilirubin was 21.2 mg/dl. When repeated, the result was 15.4 mg/dl. The field service representative found the sampling system had malfunctioned and repaired the instrument.